Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, and other problems. It was also reported that the patient underwent mesh revision on (B)(6) 2005 and (B)(6) 2007 due to dehiscence of vaginal incision, mesh exposure, and erosion of mesh from previous perivaginal repair. It was reported that patient also underwent mesh revision on (B)(6) 2008 due to erosion of vaginal mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.